Event description:
It was reported that the system continues to move after pressing the foot switch. No injury reported. A field engineer was dispatched to the site. The error occurs sporadically, and the field engineer was not able to reproduce the reported error. Both system footswitches were replaced as a precaution and once this was completed the system was working as intended.